Event description:
It was reported that bd alaris texium smartsite low sorbing secondary set was leaking the following information was received by the initial reporter with the following. It was reported by customer that they had two separate instants this week with 70001b-07t. Chemo secondary line was noted to be wet when the nurse wen to change line for second drug administration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressurized. No leak was observed. The customer complaint was unable to be replicated. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.